Manufacturer narrative:
H4: the lot was manufactured from december 20, 2022 to december 21, 2022. The actual device was received for evaluation. A visual inspection was performed using the naked eye which noted fluid inside the bag that contained the unit which suggested a leak had occurred. Further inspection revealed the cause of leak was due to a broken tubing at the solvent-bonded junction of the flow restrictor. The morphology of the end of the broken tubing and internal sites of breakage suggested there was extra solvent present. The reported condition was verified. The cause of the condition was due to the application of extra solvent during the manufacturing process, which caused melting of the tubing. The melting likely decreased the integrity of the tubing causing the breakage to occur. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking from an unspecified location. The leak was observed prior to patient use and was contained within the secondary packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name - (B)(6). E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.